Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("general abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("essure confirmation test not done"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced genital haemorrhage (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight loss / weight gain") and migraine ("migraines / headaches"). The patient was treated with surgery (partial hysteroctomy). At the time of the report, the outcomes for these events were unknown. The reporter considered dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, vaginal haemorrhage and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.167 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-nov-2022: plaintiff fact sheet received. Reporter added. Patient information (aka name added.) Case became serious incident. Product stop date & surgery details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("general abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("essure confirmation test not done"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced genital haemorrhage (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight loss / weight gain") and migraine ("migraines / headaches"). The patient was treated with surgery (partial hysteroctomy). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for these events were unknown. The reporter considered dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, vaginal haemorrhage and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.167 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("general abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("essure confirmation test not done"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced genital haemorrhage (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight loss / weight gain"), migraine ("migraines / headaches") and device dislocation ("this device displaced special structure and is"). The patient was treated with surgery (robotic assisted laparoscopic) total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, gastrointestinal disorder, headache, nausea, weight fluctuation and migraine were unknown. The reporter considered device dislocation, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, vaginal haemorrhage and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.167 kg/sqm. [Pathology test] on (B)(6) 2021: addendum: upon further dissection, each fallopian tube stump (attached to the uterus) contain gray soft metallic material averaging 20.0 x 0.1 x 0.1 cm when extended. This device displaced special structure and is consistent with essure. Diagnoses: uterus, cervix, bilateral fallopian tubes, robotically assisted laparoscopic total hysterectomy, bilateral salpingectomy: uterus weight 181.5 g benign cervical tissue. Secretory endometrium adenomyosis. Leiomyosis x2. Benign bilateral fallopian tube tissue specimen: uterus, cervix, bilateral fallopian tubes pre and postop diagnoses: heavy menses, dysmenorrhea surgical procedure: ral (robotic assisted laparoscopic) total hysterectomy, bilateral salpingectomy gross description: the bilateral fimbriated fallopian tubes average 4.3 x1.2 x 0.6 cm displaying tan ¿ purple hyperemic smooth serosa and a stellate lumen quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jul-2023: medical record received. Event device dislocation added. Surgical pathology report updated. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.